Event description:
It was reported that locking cap device broke while in use. The sales rep stated the driver broke inserting a screw. He also said that cap popped off in the pt. The event was observed by the distributor. The surgery was completed. There was a spare instrument available and the spare instrument functioned properly. No pt injury was reported.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.